Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a repositioning procedure. During the procedure, the stylet failed to be inserted into the novel right ventricular lead, and the lead could not be installed. An alternate lead was used to complete the procedure on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Additional information: b5, d10, g4, h2, h3, h6, h10. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the right ventricular lead was under-sensing r-waves. It was further noted that the lead exhibited high capture threshold and high pacing impedance,

Manufacturer narrative:
Analysis was normal. No anomalies were found.